Event description:
Discrepant results: (B)(6) 2009. Due to the discrepant results with different blood grouping reagent anti-a, b, the blood sample was sent to the reference laboratory for further investigation for possible subgroup of a. On (B)(6) 2009, the initial serological testing of the reference laboratory suspected an a subgroup with an anti-a1 present. The anti-a1 was confirmed with 2 lots of biotest rrbc a1 and a2. This testing did not confirm the results of the metro west with the biotest rrbc a2. The a2 cells did react clearly negative. Adsorption and elution testing to confirm the a subgroup was performed on (B)(6) 2009. On (B)(6) 2009, report of the reference lab was prepared. The adsorption and elution confirmed the subgroup of a with an anti-a1 present. The blood unit should be labeled a negative. Although the first incomplete information from the customer was received on 12/04/2009, it took until 12/22/2009 to collect all information required to finally file the problem as a customer complaint.

Manufacturer narrative:
The complaint has not been confirmed, the potency and avidity of the blood grouping reagent anti-a, b lot: 7829120-02 has been validated. The complaint was brought to the attention of the biotest months later than the incident occurred. The blood sample which gave the discrepant results was not available anymore for testing. For that reason, even a problem of handling at customer's side cannot be excluded. Due to the discrepant results with different blood grouping reagent anti-a, b and reagent red blood cells, the blood sample (B)(6), was sent to the reference laboratory for further investigation for possible subgroup of a. The a subgroup was confirmed with adsorption and elution. It is a known fact that some very weak a subgroups may react weak or even negative with anti-a and anti-a.b bgr. All 4 anti-a reagents applied did not react positive and only 2 of the 4 anti-a, b reagents showed a weak positive reaction.